Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Customer was provided with pump reset information and assistance by technical support, and after resetting, no recurrence of the malfunction code was noted. Customer was advised to continue using the pump and to contact support if the issue occurred again.